Manufacturer narrative:
The returned iol was evaluated at the manufacturing site. Visual inspection of the lens showed no optical deviations. The diopter was measured and confirmed to be correct as labeled, 19.0 d. Batch records were reviewed and showed no deviations. A review of the historical complaint data base revealed that no additional complaints from this lot number were received. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All available information is included in this report.

Manufacturer narrative:
(B)(4) - the intraocular lens was received and is currently being evaluated at the manufacturing site. The iol met all manufacturing specifications prior to release. An update to this report will be submitted following analysis of the iol. All information available is included in this report.

Event description:
During baxter's review of the event history for another report, it was discovered that failure (B)(4) occurred, which caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 5.09.90, categorized as remediated.

Event description:
Physician reported the intraocular lens (iol) was explanted due to a refractive surprise. The lens was removed and replaced 2 months after the initial implant without complication.